Manufacturer narrative:
An event regarding wear involving an unix baseplate was reported. The event was confirmed by inspection of the received image of the device. Method & results: -device evaluation and results: the device was not returned for analysis. Visual inspection of the received image of the device noted the device was covered with blood and other bio material. The device was noted to be worn on the rim. Dimensional, functional and material analysis could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot. Conclusions: it was reported that the patient's knee was revised due to severe ploy wear resulting in metallosis. Patient also complained of pain. Visual inspection of the received image of the device noted the device was covered with blood and other bio material. The root cause could not be determined because the devices were not returned for evaluation and insufficient information was provided. Further information such as return of device, pre- and post-op x- rays, patient history, pathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Revision of unix unilateral knee replacement performed in 2015. Original implantwas revised on 22/5/19 due to severe poly wear resulting in metallosis. Dr removed the existing unix knee and revised with a triathlon total knee replacement (cr femur with stemmed tibia). Update 24/may/2019 wg: as reported in how was issue noticed "issue was identified prior to medical procedure when the surgeon performed a knee arthroscopy to identify the patient¿s complaints of pain and metallosis was observed".

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Revision of unix unilateral knee replacement performed in 2015. Original implant was revised on (B)(6) 2019 due to severe poly wear resulting in metallosis. Dr removed the existing unix knee and revised with a triathlon total knee replacement (cr femur with stemmed tibia). Update 24/may/2019 wg: as reported in how was issue noticed "issue was identified prior to medical procedure when the surgeon performed a knee arthroscopy to identify the patient¿s complaints of pain and metallosis was observed".